Event description:
During non-clinical training of the device, the user reported the central control monitor did not function as expected upon power up. The status bar was the only thing appearing on the monitor with no graphic image observed. After approx one minute, the error message "system computer needs service" was displayed on the monitor. The device was returned for investigation. Since the event occurred during non-clinical training of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.